Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3.1 was disconnected. A field service engineer (fse) found that the retractor band connector on controller board was loose. Further the fse reseated the connector on controller board and row board connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station ac1-1back main drawer 3.1 failed and all cubies not detected on bus. Customer had tried restarting, performing a hard shut down, and unplugging the dongle located in the back of the drawer inside the panel, but the issue persisted and displayed an error message as "requires maintenance". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.